Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for tamping issue since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that a pre-procedure angiography on the vessel to be punctured (the right common femoral artery) showed a vessel diameter of 6mm, no interference of vessel bifurcation, and the degree of vessel tortuosity, bending and calcification were all mind, so the case was determined to be an indication for the angio-seal device. After the percutaneous coronary intervention (pci), the device was used for hemostasis of the puncture site, however, the black compaction marker was not exposed when the tamper tube was pushed down, which was the final step. As hemostasis was successfully achieved, the procedure was completed. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The estimated blood loss was less than 250cc. There was no health damage. There were no other devices or equipment used with the reported product.